Event description:
It was reported that the display on the insulin pump was blank. The customer stated that the battery spring fell out when he was changing the battery. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a missing battery tube spring contact.